Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that he had been experiencing blood glucose levels as high as close to 400 mg/dl and as low as 42 mg/dl. The customer also reported that the infusion set was painful and sore to wear. Customer was advised to remove the infusion set immediately as he was already at the diabetes center. Troubleshooting did not show any malfunction of the insulin pump and the product will not be replaced or returned for analysis.